Event description:
The customer alleges that the fiber optic bundle snapped off just below the green distal end. The anesthesiologist was attempting to snap the blade onto the laryngoscope handle. The alleged defect occurred prior to patient use. No report of a patient injury.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.